Manufacturer narrative:
The force bipolar instrument was returned and analyzed. Failure analysis investigations were able to replicate and confirm the reported issue. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 0.66" x 0.18" was found to be broken off the yaw pulley. The broken piece was not returned. Also, the force bipolar instrument was found to have a broken conductor wire at the grip. As a result of the grip being broken, the conductor wire was broken where it attaches to the grip. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the force bipolar instrument broke off. The tip was retrieved and was included with the returned instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the force bipolar instrument broke off, an investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This is considered a reportable event due to the following conclusion: during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the force bipolar instrument broke off inside the patient and was retrieved.